Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I was in so much pain all the time') and cervix carcinoma ('cervical cancer') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2015, the patient experienced personality disorder ("borderline personality disorder with aggressive antisocial tendencies"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("awake for the procedure as well. Awful pain"), loss of consciousness ("passing out"), hypertension ("blood pressure high from the pain"), anger ("I was angrier than you"), endometriosis ("endometriosis") and headache ("headache") and was found to have cervix carcinoma (seriousness criterion medically significant). The patient was treated with surgery (essure removal (total laparoscopically assisted vaginal hysterectomy)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had resolved, the cervix carcinoma, procedural pain, loss of consciousness, hypertension and endometriosis outcome was unknown and the personality disorder and anger was resolving. The reporter considered anger, cervix carcinoma, endometriosis, headache, hypertension, loss of consciousness, pelvic pain, personality disorder and procedural pain to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: procedural pain, loss of consciousness and hypertension". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: event added: medical device removal, endometriosis, headache, cervical cancer. Essure stop and start added. Patient's age was added. On 23-mar-2020: follow up received from social media. Reporter was added. Essure removal date was updated. Events aggressive personality, pain, anger were added. Event medical device removal was deleted and captured as a non-drug treatment of pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I was in so much pain all the time') and cervix carcinoma ('cervical cancer') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2015, the patient experienced personality disorder ("borderline personality disorder with aggressive antosocial tendancies"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("awake for the procedure as well. Awful pain"), loss of consciousness ("passing out"), hypertension ("blood pressure high from the pain"), anger ("I was angrier than you"), endometriosis ("endometriosis"), headache ("headache") and genital haemorrhage ("I bled for three month") and was found to have cervix carcinoma (seriousness criterion medically significant). The patient was treated with surgery (essure removal (total laparscopically assisted vaginal hysterectomy)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had resolved, the cervix carcinoma, procedural pain, loss of consciousness, hypertension and endometriosis outcome was unknown and the personality disorder and anger was resolving. The reporter considered anger, cervix carcinoma, endometriosis, genital haemorrhage, headache, hypertension, loss of consciousness, pelvic pain, personality disorder and procedural pain to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: procedural pain, loss of consciousness and hypertension". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: the case (B)(4) (MFR# 2951250-2020-05045) was identified as a follow up of this case. Therefore, the case was deleted from argus database. New reporter added. New event added: I bled for three month based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I was in so much pain all the time') and cervix carcinoma ('cervical cancer') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2015, the patient experienced personality disorder ("borderline personality disorder with aggressive antosocial tendancies"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("awake for the procedure as well. Awful pain"), loss of consciousness ("passing out"), hypertension ("blood pressure high from the pain"), anger ("I was angrier than you"), endometriosis ("endometriosis"), headache ("headache"), genital haemorrhage ("I bled for three month"), arthralgia ("severe hip pain - I don't sleep much at night because I can only stay in one position for while so I toss and turn"), night sweats ("the beads of sweat sliding along different areas of my body") and insomnia ("severe hip pain - I don't sleep much at night because I can only stay in one position for while so I toss and turn") and was found to have cervix carcinoma (seriousness criterion medically significant). The patient was treated with surgery (essure removal (total laparscopically assisted vaginal hysterectomy)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had resolved, the cervix carcinoma, procedural pain, loss of consciousness, hypertension, endometriosis, arthralgia, night sweats and insomnia outcome was unknown and the personality disorder and anger was resolving. The reporter considered anger, arthralgia, cervix carcinoma, endometriosis, genital haemorrhage, headache, hypertension, insomnia, loss of consciousness, night sweats, pelvic pain, personality disorder and procedural pain to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: procedural pain, loss of consciousness and hypertension". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received event "I don't sleep much at night because I can only stay in one position for while so I toss and turn, the beads of sweat sliding along different areas of my body " were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.